Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a patient replacing the cassette, but reusing the solution bags could not be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check heater line alarm that appeared on the home choice (hc) machine during day fill 1, the home patient (hp) revealed that he had already changed the cassette, but did not change the bags. The technical service representative (tsr) explained to the hp that he would need to start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. During a follow up with the hp, it was revealed that the problem was with the bags, and they were not allowing the proper flow rate. The hp stated that he was careful when reconnecting and loading the new cassette and added that he knew he should not be doing that due to contamination risks. No patient injury or medical intervention was reported.